Event description:
It was reported that the implant at tooth site #11 lost integration due to bone loss and was removed. Patient did not suffer any consequences from the event.

Event description:
It was reported that the implant at tooth site #11 lost integration due to bone loss and was removed. Patient did not suffer any consequences from the event.